Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap film of the left hip demonstrates left total hip arthroplasty with cement fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggests possible polyethylene wear. No significant radiolucency. Neutral position of the femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated if the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient is being considered for a hip arthroplasty revision due to unknown reasons. No additional patient consequences were reported. Attempts have been made and no further information has been provided.